Manufacturer narrative:
H3: one cadd solis vip pump was received with no damage found on it. The event history log was reviewed and there were "cannot start pump" messages. A functional check was conducted and the reported issue was able to be confirmed. The pump failed the air detector test. It was determined that the air detector sensor was inoperable and the cause of the issue. Therefore, the air detector sensor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an "air in line" alarm. The issue was discovered during testing and there was no patient involvement.